Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inadequate high voltage output resulting in failure to convert rhythm. The pocket was partially closed, the device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.